Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported patient was revised on distal femur due to non union. Doctor removed axsos distal lateral femur plate.